Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they had a "minor stroke" last wednesday or thursday. The patient reported they checked both ins settings the day before and both sides showed 3.2. The patient reported that when they checked both ins's again the day after the stroke, one ins showed 4.0 and the other showed 3.2. The patient reported that they did not change their settings. No further patient complications have been reported as a result of this event.